Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a clear plastic bag. A lot number was not provided with the returned device. A photo of the device was provided showing the device coiled in a clear plastic bag with the basket partially retracted. Our laboratory evaluation of the product said to be involved confirmed the report. The device returned with the handle in the fully retracted position. The basket was retracted, but the tip of the basket remained protruding through the split in the distal catheter. The split measured 27mm from the distal tip. A brown substance was observed on the basket wires and within the clear catheter. During handle manipulation the basket advanced but met notable resistance as the cannula of the basket passed through the split in the catheter. Slight resistance was also noted during retraction as the basket retracted into the split, but it was able to be fully retracted with the tip remaining protruding from the split. The basket was fully formed and intact. A bend was noted in the catheter 4.5cm distal to the purple shrink tubing. No other anomalies were detected with the device. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the product said to be involved confirmed the report. The basket has ruptured through the distal end of the sheath resulting in the reported resistance during handle manipulation. A definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. To prevent damage to the device, the instructions for use (IFU) states, "this device should never be coiled in less than an 8-inch (20 cm) diameter." The instructions for use (IFU) states, "advance the basket out of the sheath by pushing forward on the handle. Caution: pulling on the sheath while advancing or retracting the basket may damage the device, rendering it inoperable." Basket deployment difficulties and buckling of the drive wire can occur if the device experiences excessive pressure. Resistance in basket extension and damage to the outer catheter can occur if the elevator of the endoscope is used to deflect the device at a sharp angle. Prior to distribution, all memory ii double lumen extraction baskets are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a stone extraction, the physician used a cook memory ii double lumen extraction basket. It was initially reported that during the two times of stone extraction, the doctor felt resistance at third time for extraction. The device could not open. Inability to open the basket not historically caused or contributed to a serious injury nor death to the user nor patient, therefore there was no reportable information at this time. The device was received for investigatin on 06 aug 2024 and the basket had ruptured through the sheath at the distal end [subject of report]. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.